Manufacturer narrative:
(B)(4). The results of this investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position; the anchor and collagen were not returned; the overall device condition was consistent with deployment. The tamper tube had been bent in shallow ¿s¿ shaped curve consistent with forcible contact. The suture was returned in the three sections; the suture disintegrated during manipulation, consistent with chemical and/or heat exposure subsequent to removal from the poly-foil pouch. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The collagen pulled out of the arteriotomy during deployment of an 8f angio-seal vip device, while the anchor remained inside the patient. Manual compression was used to achieve hemostasis. The patient remained stable and was monitored for 24 hours to rule out embolization of the anchor.